Manufacturer narrative:
Concomitant 1.cev669e, handle cev669e dia cev669e 5mm erg bipolar, lot 101204, mfg date dec 2010 2.cev647b5, tube cev647b5 dia 5mm 350mm blue, lot 130501, mfg date march 2013. The returned device was analyzed by quality engineer. One of the ceramic pads is broken. The broken fragment has not been returned. The instrument has been returned without the protection provided. The breakage is probably due to some shocks during reprocessing with the absence of the protection provided. No fault was found with either of the concomitant devices. Method - photographic inspection. (B)(4).

Event description:
It was reported the white tip of the jaw is broken. Facility could not confirm if the break occurred during reprocessing or during surgery. There was no report of patient impact.